Manufacturer narrative:
Additional information: (name, email), (phone #), (company rep). Evaluation summary: post market vigilance (pmv) led an evaluation of three photographs. The first photo depicts the balloon partially inflated protruding from the outer latex covering on one side. The second photo depicts the balloon partially inflated protruding from the outer latex covering on one side from a different angle. The third depicts a close-up image of the balloon partially inflated protruding from the outer latex covering on one side. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic nephrectomy, the balloon was physically broken. After the surgery, they took all the trocar out and found that the balloon had burst. There was no patient injury.